Event description:
Pt in bed at 1445 in quiet room with vest restraint on. Nurses heard a loud thump and found the pt on the floor lying on his back, unconscious and difficult to arouse. There was a small drop of blood on the floor and a hematoma on the back of the pt's head. The restraint was on the pt with the strap broken and still attached to the bed.